Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer usually experiences elevated blood glucose (bg) levels on the second day after changing the infusion set site. Bg levels were reported to have been up to 400 mg/dl. The customer took manual injections to address bg level. The customer declined to perform a system check with tandem technical support. The customer was no longer using the pump at the time of the call and prefers to use manual injections.